Event description:
It was reported the patient was admitted to the hospital due to a pocket infection. The device and lead were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states. (B)(4). The physician didn't have any complaint with the product. Concomitant product: 4568 implantable pacing lead (B)(6) 2001; 6932 implantable tachy lead (B)(6) 2002.